Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary:the ventricular assist device (vad) (B)(6) the controller (B)(6) and the battery (B)(6) were not returned for evaluation. Log file analysis revealed that seven (7) controller power-up events with associated motor start events were logged between 25/oct/2023 at 23:01:46 and 18/nov/2023 at 08:34:31, indicating losses of power to the controller. The controller was without power for an average of approximately 35 seconds. In addition, log file analysis revealed 16 low flow alarms logged since 13/oct/2023 and 47 high watt alarms logged since 15/nov/2023. As a result, the reported low flows, high watt alarms, and controller losses of power were confirmed. Additionally, review of the alarm log file revealed a critical battery alarm logged on 05/nov/2023 at 20:48:49, which was due to the patient allowing the battery to deplete below 10% relative state of charge (rsoc). The observed critical battery alarm is an additional finding, not related to the reported event. Review of the controller log files did not reveal any communication errors within the analyzed period. As a result, the reported communication error was not confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported high watt alarm event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, incorrect setting of the alarm threshold, and/or patient related factors. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the observed critical battery alarm can be attributed to the batteries depleting below 10%. A possible root cause of the controller losses of power can be attributed to a disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: brand name: controller d4: (B)(6) h3: yes d1: battery d4: h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections to a1, a2, b5, d4, h4, h6 and h10. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2022 / serial or lot#: (B)(6) UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 07-dec-2021 h5: no. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the multiple losses of power were confirmed by the patient to be due to accidental double disconnects. In addition, the battery exhibited communication errors. The vad also exhibited high watt alarms which were attributed to the high watt alarm setting being too close to the patient's baseline. The low flow alarms were attributed to the patient's volume status. It was noted that the patient's lactate dehydrogenase (ldh) was in the 200s, which is baseline for the patient, and there were no clinical signs of thrombus. No treatment was provided to the patient. The battery was removed from service.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-oct-2021 / serial or lot#:  (B)(6) UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 02-oct-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ventricular assist device (vad) exhibited low flow alarms. The controller also exhibited multiple unexpected power losses. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
UDI related data quality updates only. Corrected: d1. Brand name d3. MFR name d4. UDI (provided complete UDI) d4. Model number d4. Catalog number h5. Single use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.